Event description:
Reporter indicated a vns patient was interrogated on (B) (6)2010 and the vns was found to be set to 0ma. The patient's vns settings were changed back to the intended settings. Vns programming history for the patient was obtained and reviewed, noting the following events: on (B) (6)2009-2:49:46 pm: interrogation - 2.75 ma/15hz/250pw/60 sec on/1.1 min off. On (B) (6)2009-2:51:42 pm: normal mode test - output status = ok, lead impedance = ok, dcdc code = 5, eos = no. On (B) (6)2009-2:52:05 pm: faulted systems test. On (B) (6)2009-2:52:57 pm: systems test - output status ok, lead impedance = ok, dcdc code = 2, eos = no. No final interrogation was performed on (B) (6)2009 to verify intended settings. When the patient was seen again on (B) (6)2010, the settings were 0ma/20hz/500pw/30 sec on/60 min off. The faulted systems diagnostics test caused the settings to change, but this was not noticed until the next office visit vns interrogation. The reporter was apprised of the importance of reinterrogating the vns to ensure settings are as intended before the patient leaves the office.

Manufacturer narrative:
Analysis of programming history.